Event description:
Related manufacturer report number: 2017865-2024-00092 related manufacturer report number: 2017865-2024-00093 it was reported that the patient expired. It was unknown if the pulse generator, right atrial or right ventricular lead caused or contributed to the patient's death. Further information was requested but not received.

Manufacturer narrative:
Device returned due to patient death. Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.